Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels on and off for approximately 3 weeks. The customer stated that she was unsure if she should trust the blood glucose meter or her insulin pump. The blood glucose reading was 111 mg/dl, and she used a temporary basal rate of 80 percent for several hours; her blood glucose reading dropped to 29 mg/dl within several hours. She was able to raise the blood glucose reading up to 70 mg/dl, stating she felt fine after treating with food. She also reported that she does not eat breakfast due to gastroparesis. She also had surgery last (B)(6) and had been on several medications since then. Upon troubleshooting, it was found that the insulin pump passed the displacement test. Advised the customer to consult with her doctor regarding low blood glucose trends and to monitor the device and call back if the issues persisted. Nothing further reported.